Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - increased gradients" was unable to be confirmed. A review of device history record did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As reported, "approximately 1 year and 2 months post tavr with a 26mm sapien 3 ultra in the aortic position, the patient is now stenotic with a mean gradient of 25 and a peak gradient of 39. The physician plans to bav for intervention." It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the planned intervention is performing bav. This could be an indication that the valve was initially under-expanded. The under expanded valve could obstruct flow across the valve resulting in increased gradient. Similarly, an under-expanded valve can reduce eoa (effective orifice area) of the valve leading to increased gradient. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported from edwards rep, approximately 1 year and 2 months post tavr with a 26mm sapien 3 ultra in the aortic position, the patient is now stenotic with a mean gradient of 25 and a peak gradient of 39. The physician plans to bav for intervention.